Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the front panel lamp button was dirty and would not press properly, preventing the lamp from turning on. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the touch panel was not functioning. The problem, as reported to olympus, was identified during an inspection. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported issue was confirmed and the buttons on the front panel do not work due to dirt and debris. Other device issues found: the pressure of air supply is not normal, he lens is dull, rust of the rear panel, scratches on the front panel, scratches on the top cover olympus will continue to monitor field performance for this device.